Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with amoxicillin (oral, dose and frequency not reported) and unspecified cephalosporin (oral, dose and frequency not reported) for the event of peritonitis. At the time of report the patient was still in the hospital and was recovering from peritonitis. At the time of this report, the pd therapy was ongoing. No additional information is available.